Manufacturer narrative:
Initial reporter occupation: non- healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Corrected fields: b1, b2, h1. Additional information: investigation ¿ investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, vena cava perforation, caval thrombosis, dvt (deep vein thrombosis), pain, disability, scarring, shortness of breath, dug into veins. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt (deep vein thrombosis), ivc (inferior vena cava) stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dvt, pain, disability, scarring, sob, and "dug into veins" are directly related to the filter and unable to identify a corresponding failure mode at this time. Catalog/lot# is unknown. However, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2004 due to deep vein thrombosis. The patient is alleging vena cava perforation, blood clots and caval thrombosis. The patient further alleges, " deep vein thrombosis (aug2018 or nov2018), shortness of breath/chest pain with regular exercise and/or activities that require lifting or strenuous activity, that life has been a constant area of tribulation, and that per the physician, " there is scarring, tilt, and dug into veins [filter]". Per the (B)(6)2018, venogram report: " patient with extensive right lower extremity deep venous thrombosis. History of prior pulmonary emboli. Impression: 1. Patient with extensive right lower extremity deep venous thrombosis and left lower extremity deep venous thrombosis primarily within the common iliac vein. Obstructive thrombus within the inferior vena cava. Good response to tissue plasminogen activator (tpa) infusion in the intensive care unit. Patient has done well with intravenous heparin and tpa. His symptoms have significantly improved. 2. Good result following thrombectomy and thrombolysis of the residual thrombus within the left common iliac vein and inferior vena cava. No significant remaining thrombus. Rapid flow from the iliac veins to the right atrium. 3. Inferior vena cava filter remains in place. This has been in for 14 years. The legs have penetrated the wall of the inferior vena cava and this is probably firmly fixed within the inferior vena cava. This probably was not the cause of the inferior vena cava obstruction. The legs of the filter do not appear to penetrate any adjacent structures outside of the inferior vena cava on recent abdomen computed tomography. Given the patient's history, he probably developed lower extremity thrombus sometime in the last couple of weeks which then embolized and was actually trapped by the inferior vena cava filter. This then likely resulted in complete thrombosis of the inferior vena cava extending into both lower extremities. The patient has responded well and given his history and his present illness, he should remain on lifelong anticoagulation".